Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified common iliac using a cross-over technique. Pre-dilation was performed prior to the attempt to cross with the 10.0mm x 40mm x 135cm absolute pro stent delivery system (sds). While advancing the sds, resistance was felt with the target lesion. The decision was made to perform additional pre-dilatation; however, during pulling back of the absolute pro, as the device was exiting the 6f cross over sheath, the stent deployed outside the anatomy and moved distal on the delivery system, but did not jump off the system. There was no resistance felt during retraction of the device. It was also observed that the retractable sheath of the absolute pro system had moved proximal and was compressed at its distal end. The tip of the delivery system was still inside the cross over sheath; therefore, the decision was made to keep the unknown guide wire in place and remove the absolute pro system together with the sheath as one unit. A new cross over sheath was placed and a second pre-dilatation was performed and a new absolute pro stent (same size) was deployed in the target lesion successfully. The result was very satisfactory, with no adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and damage to the shaft were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.